Event description:
It was reported that during a pancreatectomy, in an attempt to staple across the pancreas, the surgeon was able to squeeze the handle and heard the clicking sounds of the firing assemble as if the stapler was firing. However, the I-beam did not advance during the process. The device did not fire. Consequently, the stapler was retracted and removed from the tissue. A new handle and reload of the same type was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant products: sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.